Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The reported event ¿the bent lower tines would not allow the roller blade to cut accurately¿ was confirmed since during initial inspection the comb was bent on the right hand side and there was galling on the roller shaft extension. On (B)(6) 2016, it was reported that the bent lower tines would not allow the roller blade to cut accurately. The reporting account borrowed the unit from their partnering network hospital (B)(6). On november 22, 2016, it was clarified that the issue occurred on (B)(6) 2016. There was no impact/damage to the graft harvest; it was able to be used on the patient after the surgeon unrolled it. There was no need for an additional graft harvest and the dermacarrier was at room temperature when used. The blade was placed by surgeon¿s private scrub and was placed correctly. On november 23, 2016, additional information was provided that the event occurred during surgery. There was no harm/injury to a patient or operator and no medical intervention/additional surgical procedure was required. There was no delay or extension to the procedure. Another device was retrieved for use to complete the surgery and the surgical technique for the product was utilized. There were no contributing conditions related to the reported event. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was september 21, 2016 where it was reported that the device needed repair to stay compliant with the IFU and the damaged comb was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on november 17, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was significantly bent on the right hand side. There was slight galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. No cutters were returned for evaluation. The pre-test calibration and sample mesh were unable to be performed due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 21, 2016 which included replacement of the damaged side plates, bushings, comb, roller, ratchet gear and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the bent lower tines would not allow the roller blade to cut accurately¿ was confirmed since during initial inspection the comb was bent on the right hand side and there was galling on the roller shaft extension. The test mesh was unable to be performed due to the damaged comb. The root cause of the bent lower times would not allow the roller blade to cut accurately cannot be specifically determined with the provided information. The issue was resolved with the replaced the damaged side plates, bushings, comb, roller, ratchet gear and roller gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the bent lower tines would not allow roller blade to cut accurately. No adverse events were reported as a result of this malfunction. Investigation revealed that the comb was bent.